Event description:
The patient contacted dexcom technical support on (B)(6) 2013 and reported that on (B)(6) 2013, the sensor was removed on the date of insertion. The patient reports that no wire visible when the sensor was removed. He also reports that there was no pain at site. The patient reports that he does not feel like anything is present in his body because he does not feel anything. No medical intervention was required. The patient reports that at the time of the report he did not feel anything or see anything at the insertion site.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.